Event description:
It was reported that the patient experienced a low glucose episode while using the ilet system, describing a blood glucose around 55 and treated with oral glucose, though subsequent discussion indicated the trend was low but reportedly did not fall below 70; no device component or specific device malfunction was identified. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information and no findings available, with no specific medical device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.